Manufacturer narrative:
(B)(4).

Event description:
The customer reports when trying to peel sheath hard plastic at the top of the sheath broke (white part). Unable to peel sheath. Difficult to remove from the blue heath from the patient. Scalpel and tweezers used to remove sheath/dilator. PICC remained insitu and procedure completed.

Event description:
The customer reports when trying to peel sheath hard plastic at the top of the sheath broke (white part). Unable to peel sheath. Difficult to remove from the blue heath from the patient. Scalpel and tweezers used to remove sheath/dilator. PICC remained insitu and procedure completed.

Manufacturer narrative:
(B)(4). The customer returned a peel-away sheath for evaluation. The sheath was returned completely peeled and with one of the sheath hub tabs separated from the body. Dried blood was observed on the sheath body. Visual examination of the returned sample revealed that one of the sheath hubs had separated from the sheath body; however, a small portion of the sheath body was still present within the separated hub. The hub separated due to a tear in the sheath body horizontally along the base of the hub. The point of separation on both pieces appeared jagged and stretched indicating a stretching force was applied to the sheath. Visual examination also confirmed that the entire sheath was split along the score lines as expected. The hub tab was still attached to the second half of the sheath body and no obvious defects or anomalies were observed. The sheath bodies were observed to be fully recessed into the hubs. Both tips of the sheath pieces were undamaged. The length of the sheath half still connected to the hub measured 3.94" from the distal tip to the bottom of the hub. This is within the specification of 3.75"-4.25" per sheath product drawing. The separated sheath body piece measured 99 mm in length and 5 mm of the sheath body remained in the hub. A manual tug test confirmed the sheath half still connected to the hub was connected securely. A device history record review was performed on the peel-away sheath and dilator and no relevant findings were identified. The reported complaint of a broken sheath tab was confirmed by complaint investigation. One of the two sheath tabs was separated from the sheath body by a tear in the body just below the tab. The edges of the point of separation were jagged and stretched indicating a stretching force was applied to the sheath body. A device history record review was performed on the sheath manufacturing process and no evidence suggesting a manufacturing related cause was identified. Based on the condition of the sample received and the evidence of use observed, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.